Manufacturer narrative:
The insulin pump alarmed button error alarm followed by unresponsive buttons due to corroded keypad traces. The insulin pump has cracked lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer declined to provide the blood glucose reading. She stated that she had been working out while using the insulin pump and also observed some scratches on the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.